Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing using a test battery for several hours without duplicating the report. Review of the device log does confirm the occurrence of the customer report. The device log showed the device was powered on for 6 hours which may have depleted the battery. The battery was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.